Event description:
The hospital reported that during preparation for multiple coronary artery bypass grafts surgery, seven heartstring seals cracked while loading the seals into the delivery tube. The surgeon used a side biter clamp to complete the procedure. No other pt complications were reported by the hospital. This report is for the seventh seal that cracked and a side bitter clamp was used to complete the procedure.